Event description:
It was reported that a large volume folfusor over infused. This was observed at the patient¿s home during a patient infusion. The 23 hour device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. The infusion was complete after 9 hours and 45 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from february 7, 2022 - february 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.